Event description:
Customer reported the power button is missing on the alarm. The customer did not provide a date when this was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue; the power button is not missing but is torn. There are pen marks on the case around the power button. However, there is battery leakage residue on battery compartment walls, no visible corrosion on the battery door contacts or battery springs. Unit powers up and passes all functional tests. Posey instructional label is torn and is peeling and the moisture indicator label is missing. Note: instructions for use state: do not mix old and new batteries or battery brands. This may cause rupture or leakage and damage alarm. Do not allow batteries to deplete while in the alarm. Change batteries immediately when hearing the low battery "chirp." Depleted batteries may leak and corrode, causing damage to the electronics and reliability. (B)(4).